Manufacturer narrative:
Investigation summary: it was reported the needle broke during compounding. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a large syringe with the bottom part of a needle hub and the needle missing. The other part of the needle assembly is inserted into a device. The second photo shows a needle assembly packaging blister top web. No other information could be obtained from the photos. A device history record review was completed for provided material number 305197, lot 1335575. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd® needle 1 in. Single use broke during use. The following information was provided by the initial reporter: 1. What is the reported issue? Can you please describe the failure in more detail? Per user, he was holding the infusion bag in one hand and the other hand was pushing the contents of syringe with needle attached into the bag when the plastic part of needle snapped in half, causing the medication to spray all over the hood. Bag was held vertical, there was no bending of the needle. 2. What is the date of event? 5/9/23. 3. What is the material number? 305197. 4. What is the lot number? 1335575. 5. Was there any use on patient? No. 6. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. User said the plastic part that broke off scrapped his finger. Medication spray all over hood.

Event description:
It was reported that the bd® needle 1 in. Single use broke during use. The following information was provided by the initial reporter: what is the reported issue? Can you please describe the failure in more detail? Per user, he was holding the infusion bag in one hand and the other hand was pushing the contents of syringe with needle attached into the bag when the plastic part of needle snapped in half, causing the medication to spray all over the hood. Bag was held vertical, there was no bending of the needle. What is the date of event? (B)(6) 2023. What is the material number? 305197. What is the lot number? 1335575. Was there any use on patient? No. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. User said the plastic part that broke off scrapped his finger. Medication spray all over hood.

Manufacturer narrative:
Investigation summary: it was reported the needle broke during compounding. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a large syringe with the bottom part of a needle hub and the needle missing. The other part of the needle assembly is inserted into a device. The second photo shows a needle assembly packaging blister top web. No other information could be obtained from the photos. A device history record review was completed for provided material number 305197, lot 1335575. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.